Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint, involving the same surgeon and patient, for this lot of devices that were released to distribution. Information received from our sales rep indicates this complaint was due to user technique. The surgeon did not follow the product IFU on the insertion of the anchor, malleting both the anchor inserter and drill guide further into the cortical bone once the anchor bottoms out on the drill guide. The surgeon then wiggled the drill guide and inserter out and in doing so, probably loosened the anchor. The labrum then lifts over time because the anchor could be loose in its hole. The sales rep is informing the surgeon on surgical technique for this product. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. See report for product information received.

Event description:
Glenoid instability repair this product complaint is about gryphon proknot in general, and not a "one off" occurrence. Product specialist attended a case on (B)(6) 2015 with dr (B)(6), and he mentioned that he removed a screw from a patient on (B)(6) 2015, and that patient had gryphon proknot peeks implanted approximately six months ago. When surgeon scoped the gleno-humeral joint before removing the screw, he noticed that all of the gryphon sutures had become loose, and the labrum was not sitting on the glenoid rim as it was during the initial implantation. We implanted another anchor on a patient today ((B)(6) 2015), and we checked the tension at intervals during the procedure, and there was a definite loosening of the suture over the procedure. Surgeon is very experienced with proknot technology, and his technique is as per the IFU, with locking done with three half hitches. The following information was received by mite complaints via email on (B)(6) 15; the sales rep reported that the product complaint relates to a proknot instability repair procedure performed back in february which also required the use of a small frag screw due to a small glenoid fracture in the patient. The surgeon went back in to remove the screw and noticed that the labrum had lifted off the glenoid rim and mentioned to the rep that the permacord suture tail had shortened and the loop around the labrum was elongated. He ties 3 half-hitches always. The sales rep learned that the surgeon buries the fishmouth drill guide & gryphon anchor past the stop, meaning he mallets both inserter and drill guide further into the cortical bone once the anchor bottoms out on the drill guide. He then wiggles the drill guide and inserter out and in doing so, probably loosens the anchor. The labrum then lifts over time because the anchor could be loose in its hole.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: not available.

Event description:
Glenoid instability repair this product complaint is about gryphon proknot in general, and not a "one off" occurrence. Product specialist attended a case on (B)(6) 2015 with dr (B)(6), and he mentioned that he removed a screw from a patient on (B)(6) 2015, and that patient had had gryphon proknot peeks implanted approximately six months ago. When surgeon scoped the gleno-humeral joint before removing the screw, he noticed that all of the gryphon sutures had become loose, and the labrum was not sitting on the glenoid rim as it was during the initial implantation. We implanted another anchor on a patient today ((B)(6) 2015), and we checked the tension at intervals during the procedure, and there was a definite loosening of the suture over the procedure. Surgeon is very experienced with proknot technology, and his technique is as per the IFU, with locking done with three half hitches.